Event description:
The account contacted an abbot customer technical advocate to report low pt results were being generated across several parameters on their cell-dyn 1700 analyzer. Specimens with low results retested low and were reported and questioned by a physician. Low flags, which are related to the reference range, were generated by the instrument. Controls were within range. One pt had a hemoglobin result of 8.5 g/dl which repeated at 9.0 g/dl. No impact to pt management was reported.